Event description:
It was reported occlusion alarms occurred, the pump touch screen was delayed in responding to presses, and the pump touch screen was unreadable. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.